Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing most likely as a result of myopotentials was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and passed on to the clinician. The ICD was being monitored. The patient was stable.